Manufacturer narrative:
The device was returned for evaluation. Analysis could not confirm the reported event of device overheating. The device was making too much noise and the motor was corroded. Pre-repair temperature testing could not be performed. The rear seals, bearing cups, excluder and motor/cable assembly were replaced. The serial number was changed from old serial number (B)(4) to new serial number (B)(4). The device was repaired, tested to all manufacturing product specifications and returned to the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The facility reported that pre-operative the device was overheating. There was no patient impact.